Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy procedure, while firing the stapler across vascular structure, the device did not fire. Another handle was used to complete the case. There was no patient injury.